Manufacturer narrative:
(E1) initial reporter facility name - (B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen.the balloon was loosely folded. Microscopic inspection revealed tip damage.the device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device.there was a pinhole at the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was found that the delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was found that the delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.